Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): 4006018072 a10012 - gps implant kit v2; (B)(6) 310-01-47 - equinoxe, humeral head short, 47mm (beta); (B)(6) 300-20-02 - equinox square torque define screw drive kit; (B)(6) 300-10-45 - equinoxe replicator plate 4.5mm o/s; (B)(6) 531-78-20 - shouldr gps hex pins kit; (B)(6) 300-01-13 - equinoxe, humeral stem primary, press fit 13mm.

Event description:
As reported, approximately 5 years post op initial right tka, this 79 y/o male patient was revised due to aseptic loosening. Patient was last known to be in stable condition following the event. Unknown medical history. Product not being returned due to chain of command.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The revision reported was likely due to the center cage fracture. However, the cause of the fracture cannot be confirmed but may include incomplete seating of the implant, improper glenoid preparation, and/or eccentric loading leading to a rocking horse effect, an insufficient bond between the glenoid component and the bone leading to aseptic (non-infected) loosening, and/or the inclusion of the polyethylene in the packaging recall. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.